Event description:
It was reported that they were getting a low air leak message in an arctic sun device at initiation. They cannot see any water flowing into the pads. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.0psi, circulation pump command (cpc) was 0%. Water reservoir level 5. S/n (B)(6). Had nurse stop therapy and disconnect pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 100%. Cv 1, pump hours 6556.1, system hours 7697.3. Explained device needs to go to biomed labeled with no flow. Per follow up information received via phone on 16mar2026, transferred to the biomed. Spoke with biomed who requested information regarding the pm. They have not checked the device themselves at this time.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low air leak message in an arctic sun device at initiation. They cannot see any water flowing into the pads. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.0psi, circulation pump command (cpc) was 0 percent. Water reservoir level 5. Sn (B)(6). Had nurse stop therapy and disconnect pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 100 percent. Cv 1, pump hours 6556.1, system hours 7697.3. Explained device needs to go to biomed labeled with no flow. Per follow up information received via phone on 16mar2026, transferred to the biomed. Spoke with biomed who requested information regarding the pm. They have not checked the device themselves at this time.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They cannot see any water flowing into the pads. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.0psi, circulation pump command (cpc) was 0 percent. Water reservoir level 5. Sn (B)(6). Had nurse stop therapy and disconnect pads. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 100 percent. Cv 1, pump hours 6556.1, system hours 7697.3. Explained device needs to go to biomed labeled with no flow. Per follow up information received via phone on 16mar2026, transferred to the biomed. Spoke with biomed who requested information regarding the pm. They have not checked the device themselves at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.